Manufacturer narrative:
The reported field event of high pacing lead impedance was confirmed in the laboratory and was attributed to the ring electrode being covered by the production masking tube. This is consistent with a potential manufacturing anomaly.

Event description:
It was reported that during the implant procedure, high, out of range, pacing lead impedance was observed. The lead was replaced and the new lead was implanted successfully. Patient will continue to be monitored.